Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed. No problems or issues were identified during this device history record review under visual inspection we noticed that inflation line was detached from pilot balloon and then repaired as described in complaint description. The device was assembled in tijuana's manufacture therefore secondary investigation object was created and complaint sample was resent to this site. Similar customer complaints have been recently received therefore internal non-conformity report (ncr) was created with purpose to evaluate this issue. The returned sample was visually inspected at 12 to 16 inches and normal conditions of illumination according site visual inspection procedure. Inflation line detached from pilot balloon was observed and a lack of solvent was detected; thus, the failure mode reported was confirmed. The customer comments that he decided to join both components using adhesive. Non-conformance report (ncr) was created on 03-nov-2021, in order to perform a complete cause analysis for the failure mode reported for inflation line detached. The analysis performed in the sample received concluded that although some gaps detected on the maintenance equipment during the investigation this is a minor factor. The root cause of this occurrence failure condition could be caused due to lack of solvent adherence per material properties. To expand this investigation an ncr was opened on 03-nov-2020, as well where implemented immediate actions to mitigate this reported condition by improving process steps direct related with factors in process that may infer on this failure: the checklist to procedure, that is used to released the equipment, will include a verification in the critical alignment tooling that technician needs to do, with the purpose to confirm that tube can be inserted properly and the connection with the balloon is secure, avoiding weak join between these two components. Update checklist related to procedure used to record preventive maintenance to include a new method of the maintenance execution verification in order to assurance the adherence of the procedure and that samples produced after maintenance keep the quality features consistently and stably.

Event description:
It was reported that after having the patient in a bath, the customer laid the patient down in the bed. The customer then noticed the pilot balloon was detached from the product. She then bonded the pilot balloon to the inflation line by herself using adhesive. No patient injury was reported.